Event description:
Olympus was informed that the user facility had not reprocessed the auxiliary water channel of some endoscopes for an unspecified period of time, and were not reprocessing endoscopes in accordance with the directions for use. There were no reports of infections or other patient harm.

Manufacturer narrative:
No devices were returned to olympus for evaluation. Olympus was informed that the user facility had not used or reprocessed the auxiliary water channel of some endoscopes for an unspecified period of time. The users were not leak testing every scope, nor using injection tubing to flush scope channel, and were reportedly rinsing endoscopes under running water. An olympus endoscopy support specialist has provided follow-up in-service training at the user facility to review the appropriate reprocessing of endoscopes and to provide proper reprocessing training to the users. Based upon the information provided, this issue was related to user error. This report is being submitted as a medical device report in an abundance of caution.